Manufacturer narrative:
The data from the returned pod showed several timeouts and high pulse widths, indicating that the device struggled to deliver insulin. Inspection of the fluid path found the device to function normally, with no damages or defects that would prevent the flow of fluid. Investigation of the drive mechanism components found short periods of resistance from the ratchet gear when rotating it. Inspection of the components found a scratch mark on the tube nut that runs the entire circumference of it. This mark lines up with the reservoir cap, indicating that the tube nut interfered with the reservoir cap and created drive resistance. The interference cannot be confirmed, as the tube nut was not visualized making contact with the reservoir cap during investigation. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached 400 mg/dl while wearing the pod between 1 and 4 hours. Trace ketones were also present. As treatment, a manual injection of insulin was delivered and a new pod was applied. The patient's blood glucose history is as follows: (B)(6).